Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out-of-range (oor) atrial intrinsic amplitude with noise and oversensing observed on the atrial channel. Noise was also observed on the shock channel. Battery status and other lead measurements were stable. This device remains in service and no adverse patient effects were reported.